Manufacturer narrative:
(B)(4). Av disruption (disassociation) is a dreaded and often fatal complication. This is an extreme form of posterior lv rupture where a portion or the entire posterior left atrium separates from the left ventricle. The risk of this occurrence is greatest in patients with extensive calcification in the posterior mitral annulus and leaflet. This finding is common in elderly patients undergoing mitral valve surgery and is evident by preoperative imaging, including echocardiography and cardiac catheterization. Chest computed tomography without intravenous contrast can be useful in quantifying the degree of posterior mitral annular calcification (also known as mac). Av disruption (disassociation) is usually related to vigorous traction or debridement of the posterior leaflet of the valve or to calcium excision in a calcified posterior leaflet. This can cause separation of the av groove, leading to massive hemorrhage upon separation from cardiopulmonary bypass. This complication is prevented by understanding the pathologic process of calcification of the mitral annulus and avoiding rupture by either placement of traction sutures on the edge of the posterior leaflet or by very careful calcium debridement only in isolated spots. A safer procedure may be to attach the prosthesis to the atrial wall, leaving the entire calcified mass intact. This approach may result in a smaller valve area but a successful operation. When this complication occurs, valve prosthesis is removed and the ventricle is re-approximated to the left atrium with felt strips. Often, a pericardial patch is used to cover the defect and the valve sutures are now placed into the pericardial patch. Nevertheless, this complication carries a high mortality. As stated above, av groove disruption (disassociation) is typically not device related. In this case, the patient expired due to hypovolemic shock from bleeding caused by an atrioventricular rupture. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for return as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 6900p25mm was explanted after an implant duration of 2 years and 3 months due stenosis with immobility of one of the leaflets and calcification of the two other ones. As per the surgeon, there was no invasion of host tissue into the prosthesis, the prosthesis was already well incorporated into the tissue of the heart. As per the surgeon´s opinion, the valve should have had longer durability. A valve 6900p27mm was successfully implanted in replacement. As reported, the patient passed away the same day of the procedure due to hypovolemic shock resulting from bleeding caused by atrioventricular rupture. The patient also received a 30mm edwards ring in the tricuspid position during initial replacement.

Manufacturer narrative:
Reference CAPA-20-00141.